Event description:
The site reported that during the implant surgery for a light adjustable lens (lal, sn (B)(6), +23.5d), a capsular bag tear occurred. The surgeon placed the lal in the sulcus. Rxsight's first awareness of this event was on 06/27/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported during the primary implant surgery, a capsular bag tear occurred, and the light adjustable lens (lal) was placed in the sulcus with optic capture. During follow-up visit, the vitreous was observed in the haptic junction and anterior chamber, but not extending to the wound. The patient was referred to a retinal specialist for clean-up and anterior vitrectomy. After the retinal visit, the patient returned to the implanting surgeon, and at that time, it was observed that the patient had a significantly elevated intraocular pressure (iop). An anterior chamber paracentesis (ac tap) was performed to relieve the pressure. Subsequently, the patient developed endophthalmitis. The patient recovered after the treatment, and their best-corrected visual acuity (bcva) was 20/25+. This event is being documented here for completeness. Manufacturer reference #: (B)(4).